Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. Investigation summary: bd received 14 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for air bubbles with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of air bubbles based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, air infiltrates in the tubing and affects the sampling procedure on unspecified number of devices. No patient impact reported.